Event description:
Information received by medtronic indicated that the insulin pump was leaking insulin, battery life was not as long. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Sv 2.5b. On (B)(6) 2021, the customer alleged insulin leak into the pump and low battery life. Insulin pump monitored for a day. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed displacement test and self test. Pump passed off no power test. No low battery alarm during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No unexpected charged/battery anomalies noted. Low battery alarm or off no power alarm not confirmed. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted.